Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The er320 device was returned in good visual condition; one malformed clip was found loose inside the bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed, retained and formed two conforming clips; the device was cycled and in the next two actuations no clips were fed, however at the third firing, one clip was fed and formed as intended. The trigger was actuated and the next two clips were fed and formed as intended and then another clearing misfire was noted; in the last cycle, one conforming clip was fed and formed and the device did not lockout. In order to evaluate the condition of the internal components, the device was disassembled; upon disassembling, dried body fluids were noted inside the shaft. In addition, the lockout posts were found to be broken which suggest that a premature lockout occurred. It could not be determined what may have caused the lockout malfunction. Possible causes for the feeding issue could be the dried body fluids present on the device. No conclusion could be reached as to what may have cause the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure with the first firing the clips formed distally, but did not completely close proximally. The case was completed with another device of the same product code. There were no patient consequences reported.